Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure, the fiber broke at connection end, therefore, there was no aiming beam and the lasing stopped working. The procedure was completed with another fiber without patient complications.